Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture and pacing impedances greater than 3000 ohms. The patient also received inappropriate shock therapy due to oversensed noise. A lead fracture was suspected. A lead revision procedure was performed during which the lead was cut and capped. There were no additional adverse patient effects reported.